Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui, menorrhagia, fibroid uterus, left ovarian cyst; concurrent procedures: hysterectomy with bso, urethropexy, cystoscopy. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, and dyspareunia. It was reported that patient underwent mesh revision and anterior colporrhaphy on (B)(6) /2012 for severe voiding dysfunction and grade 3 central defect cystocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.